Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that she had been up in the 580 mg/dl the last couple of days. Customer unable to enter a bolus higher than 14 mmol/l. The customer was declined with troubleshooting for high blood glucose. The customer was treated with syringe for high blood glucose. The insulin pump will not be returned for analysis.